Event description:
At about the age of 18 or 19 I had new mercury fillings placed in about 4 teeth. From the age of about 19 till the age of about 32 I was experiencing high fevers, severe headaches, brain fog, and sinus infections, all which I had never had a problem with in the past before the time I had a new mercury filling in place. I was told I had suddenly developed severe allergies and began years of allergy shots. A friend had suggested that I get mercury fillings removed, as it might help with my sinus infections. I found a dentist at about the age of about 40 who reluctantly replaced them with composite fillings -no mercury- within 2-3 months after the last quadrant being removed I no longer ran the monthly high fever, no longer had allergy problems which I used to give myself shots for, no longer had another headache and it's now been about 12-15 years since I've been totally free of all the above symptoms -health problems-since removal of all mercury fillings. What a shame to have suffered so many years with such pain and discomfort, not to mention the money spent at a dr's office every other month or on allergy shots that didn't clear help up a thing.